Manufacturer narrative:
The customer¿s report of no warning or alarm before a communication error was not confirmed but the error event was identified during a log review. Physical inspection of the device showed white dried residue on several female iui connector pins. The pcu event and error logs and the pump module error log were not received for review. Review of the pump module event log confirmed the communication error. On (B)(6) 2017 at 4:54 am, pump module was programmed with an infusion rate of 10ml/hr and a vtbi of 1000ml. At 8:38 am, the pump alarmed for a patient side occlusion and restarted seconds later. The unit was paused at 10:31 am and 6 seconds later a ¿communications down¿ event was logged; however the pump continued to infuse at the programmed parameters. The pump was channeled off a few seconds later, terminating the infusion. Functional testing with physical manipulation resulted in no channel disconnected alarms or communication errors. Iui connector test results confirmed the iui connectors on the device operating without failure. The root cause of the customer¿s report related to a warning or alarm not exhibiting before a communication error was not determined. However, it is believed that the alarm was cleared prior to the user identifying the communication error. The root cause of the communication error was not determined; however iui contamination was noted and may have been a factor.

Event description:
The customer reported that a user observed a communication error alarm during a 3 module infusion, and expected a warning from the device prior to the alarm. The nurse was flushing the central venous catheter and saw the channel flash red with ¿communication error¿ displayed on the screen. The two other modules were infusing levophed and fentanyl. After the alarm occurred, the user was not able to restart the infusion and sequestered the pump module but did not sequester the pc unit. The patient was sensitive to 0.5 mcg levophed changes, however no patient harm was reported. The biomed performed initial testing on the pump module and found bottle side pressure sensor failures in the logs and a crack on the front case near the hinge, but stated he did not repair the device.